Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was also reported that the lead had intermittent and varying amplitude with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was additionally reported that the lead fractured. The lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)